Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not booting up. The fse confirmed that there was no problem with the azurion system, and the issue was with an ultrasound device (addressed in 0121641602, 3385021), which is not igt-s. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not reportable. Philips received further information that the issue reported did not occur on the azurion system but on the epiq elite diagnostic ultrasound system. There was no patient involved. As per the instructions for use "customer is advised to have more image producing capabilities available. Diagnostic ultrasound system should not be the sole means of image producing of structure of patient." This complaint was incorrectly reported, no issue occurred on the azurion system. This complaint was opened for an azurion system. According to the additional information collected, the customer incorrectly opened this service ordered and there was no problem with the azurion system. As there has been no complaint, this event was incorrectly reported. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the azurion 7 m12 system would not start up. It was later indicated by the medical tech that the table moved slowly and not all the way to the edge. The user alleged that the system could not start at all. It was suspected that there was an error in the network, and that the ultrasounds were not connecting to the igt, however, this could not be confirmed at the time of the initial report. Philips has started an investigation of the complaint.